Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and while using the qdot micro, the force jumped during ablation from contact force 5 and immediately to 20. After ablation, they checked the catheter and the tip looked differently (¿like dirty¿). It looked like light granulated material like sand/dirt, underneath/in between the tip. The material seemed embedded within the device. The procedure was completed with no harm to the patient. There was no damage seen on the device. No internal sheath mechanism was exposed, nor lifted or damaged electrodes.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and while using the qdot micro, the force jumped during ablation from contact force 5 and immediately to 20. After ablation, they checked the catheter, and the tip looked differently (¿like dirty¿). It looked like light granulated material like sand/dirt, underneath/in between the tip. The material seemed embedded within the device. The procedure was completed with no harm to the patient. There was no damage seen on the device. No internal sheath mechanism was exposed, nor lifted or damaged electrodes. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, force test, and fourier transformed infrared spectroscopy (ft-ir) of the returned device were performed following j&j procedures. Visual analysis revealed a foreign material like a dry fiber attached on the device's tip. In addition, a microscopic inspection of the dome was performed and some irrigation hole were observed occluded with a dry reddish material. The magnetic and force feature were tested and no errors were observed, the device was visualized and recognized correctly. The force values and the vector were observed within specifications. No force issues were observed. An ft-ir test was performed, and results showed mainly polyurethane (pu) adhesive vibrations, which indicate that the fiber is mixed with dry pu adhesive material, obscuring the material¿s true nature. The source or origin remains unknown. A manufacturing record evaluation was performed for the finished device number lot 31313629l and no internal action related to the complaint was found during the review. The foreign material issue reported was confirmed. The potential cause of the issue is traced to manufacturing. An internal corrective action is being followed to reduce this failure mode. On the other hand, the force issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. In relation to the foreign material issue reported by the customer, the instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).